Event description:
A customer contacted (B)(4) regarding an alarm on the home choice (hc) during fill 4 of 4. While troubleshooting, the home patient (hp) was shaking the last fill bag and it became disconnected. (B)(4) assisted to end therapy and advised the hp to let the registered nurse (rn) know the hp did not finish therapy. Baxter (B)(4) spoke with the caregiver (cg) on (B)(6) 2010, who said all the supplies looked normal. The cg stated that she was shaking the bag and the lines as part of troubleshooting to resolve the alarm, and that she accidentally shook the bag too hard. She said it was the last fill bag, which is a "purple" bag. The cg stated that while she was shaking, the spike came right out of the bag and fell onto the carpet. She knew that was bad, so she called. She also called her nurse and at her advice they continued therapy that night with manuals. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This report was not confirmed due to lack of sample. A batch review was not performed as lot information was unknown. Based on the information obtained from baxter's investigation, the root cause of this report was use error. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device is not being returned for evaluation. Should additional information become available, a follow-up report will be submitted.